Event description:
Reportable based on device analysis completed on 10dec2025. It was reported that a balloon leak occurred. A 5.0 x 40, 75cm gladiator elite balloon catheter was used during a percutaneous transluminal angioplasty (pta) procedure. The balloon was inflated once to a pressure of 12 atm; however, before reaching the target pressure, the balloon began leaking liquid, with the leak occurring at 10 atm. The target vessel exhibited a simple curvature. Upon withdrawal of the device and further pressurization, the balloon was observed to continue leaking liquid. The patients anatomical condition was not provided, but no serious injury or adverse effects were reported. The procedure was completed using another of the same device. There were no patient complications as a result of this event. However, returned device analysis revealed a longitudinal tear.

Manufacturer narrative:
E1: initial reporter phone: (B)(6). Device analysis: a gladiator device was returned for analysis. A visual examination identified that the balloon was not folded, indicating that the balloon was subjected to positive pressure. A 12mm-long longitudinal tear was found in the balloon material, extending 12mm proximal to the proximal marker band. Additionally, damage was noted at the tip of the device. Both the visual and tactile examinations showed no kinks or damage to the shaft, and both marker bands were intact and present on the device shaft. No other issues were identified during the product analysis.